Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the deflated balloon from the stent was encountered. The treatment was for a mildly tortuous and mildly calcified lesion in the circumflex artery. The physyician successfully deployed a taxus express2 - 3.0 x 24 mm stent. Upon deflation, the balloon was sticking to the stent. No complication was noted. The procedure was successfully completed. Pt status is reported as "satisfactory/good."